Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) triggered for the pacemaker and right atrial (ra) lead due to high out of range pacing impedance measurements. This switched the ra lead from bipolar to unipolar configuration. Oversensing of noise leading to numerous inappropriate mode switches were also observered. It was noted that the patient was symptomatic with the loss of av synchrony. Other episodes of noise were seen on the ra channel which was attributed to oversensing of the minute ventilation signal. The patient was brought into the clinic where noise was reproduced in both bipolar and unipolar configurations and the ra impedance measurements were greater than 3000 ohms. Loss of atrial capture was also noted in bipolar configuration. The physician opted to reprogram the automatic gain control and the dynamic noise algorhythm in the ra in order to reduce sensing of the noise. The ra lead was left programmed in unipolar and the minute ventilation signal was programmed off. The cause of the high impedance measurements remained unknown. The ra lead and pacemaker remain in service and no additional adverse patient effects were reported.